Event description:
It was reported that during the implant procedure the stylet could not be inserted fully in the atrial lead due to resistance after opening the package. The lead was placed in the right atrial appendage with difficulty. Lead body was noted to be twisted while removing the stylet. Misalignment of the tip of the electrode of lead was observed upon x ray. Attempt to position the lead in appropriate place and changing the stylet was not successful. The lead was not used. A new lead was implanted. The patient was in a stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.